Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5_13.2 -13.50/1.5/062 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. Lens remains implanted. Cause is reported as unknown. Claim# (B)(4)

Manufacturer narrative:
B5: it was later reported that the patient got laser touch up on (B)(6) 2023. The problem was resolved. Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The patient experienced refractive surprise, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).